Event description:
This patient was undergoing angioguard placement within the internal carotid artery (unknown which side). When the physician tried to capture the filter basket into the capture sheath, the proximal marker of the filter and the marker of the capture sheath could not be placed in line. He retried to capture again, however he couldn't be placed the markers in line. Therefore, he removed the filter basket and the capture sheath slowly through the stent and put it into the guiding sheath (6fr). After the removal, the physician checked the filter and it was damaged. The proximal marker of the filter basket detached from the guidewire. The physician said that he didn't feel the resistance when he tried to capture the filter basket into the capture sheath. There was severe calcification and mild tortuosity. The product was inspected upon removal from the packaging and no kin/compression was noted.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.